Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was 365 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime. Insulin was able to exit with manual prime. The customer also stated his insulin pump passed the self test. The customer declined to troubleshoot any further. No additional information provided.